Event description:
The customer reported the ventilator will not power off. There was no patient involvement. The remote service engineer discussed troubleshooting while referencing the service manual and provided parts numbers for the power switch overlay and power management (pm) pcba. The customer replaced the pm pcba, and the unit was able to turn off. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed. The part has not been received so the root cause at component level cannot be confirmed.